Event description:
Patient was intubated and mechanically ventilated. Suddenly the patient's ventilator started alarming and was turning on and off. The ICU rn alerted the ICU rt, and the patient was immediately switched to a flow inflating bag to resume ventilation. The defective ventilator was tagged,taken out of service and sent to the biomedical department. The patient's vital signs were stable during this event and no harm/injury occurred.